Event description:
It was reported the patient was not receiving left sided stimulation therapy coverage from the scs system. Diagnostics testing revealed high impedance. Consequently, surgical intervention was taken, intraoperative testing showed the scs lead was fine. The physician decided to replace the patient's scs ipg. Postoperative follow up identified the patient was receiving effective stimulation therapy. The ipg replacement resolved the reported issue.